Event description:
It was reported to philips that the system had a geometry movement error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient needs to be rescheduled, and patient exam had to be completed on other equipment. It was reported that the system had a geometry movement error. Review of the logfiles showed malfunctioning geo-pc. Upon further inspection, philips field engineer (fse) visited onsite and confirmed that the geometry pc (geo ipc) was not communicating to geo can controller and the hard drive on the geo ipc was not functioning and was unable to load new software. The defective part was returned to analysis and confirmed the unit mother board failed (locks up/freezes). Fse replaced the defective geometry pc. After the replacement of defective geometry pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.